Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site (date not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.